Event description:
This drainage catheter was placed for a chest drainage treatment procedure. It was noted post placement, that the hub and oversleeve had detached from the catheter. The catheter was clamped off and removed. No pt complications resulted from this event. This device was received, evaluated and retained by this MFR. The engineering eval indicated the hub was returned detached from the catheter. Thhe heat shrink was attached within the hub. The flare of the catheter appeared normal and adhesive was present in the hub. The catheter was kinked approx 17cm from the distal tip. The co believes user technique, and/or pat anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause of this event. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."